Event description:
Continuous renal replacement therapy (crrt) was initiated and the filter clotted immediately after starting. The patient's blood was unable to be returned. Patient had an ebl of 217ml filter (lot #: 22ee0037). Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Continuous renal replacement therapy (crrt) was initiated and the filter clotted immediately after starting. The patient's blood was unable to be returned. Patient had an ebl of 217ml filter (lot #: 22ee0037). Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Continuous renal replacement therapy (crrt) was initiated and the filter clotted immediately after starting. The patient's blood was unable to be returned. Patient had an ebl of 217ml filter (lot #: 22ee0037). Manufacturer response for baxter prismax crrt machine, prismax (per site reporter) mayo clinic in arizona has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.